Event description:
When performing the evoke spinal cord stimulation (scs) system device check before magnetic resonance imaging (MRI), multiple disconnected electrodes were identified on one lead. A revision procedure was performed during which the lead and the evoke closed loop stimulator (cls) were replaced to restore the MRI compatibility. The physician elected to replace the cls as a precautionary measure.